Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was at a kidney care clinic when the patient turned blue and lost consciousness. During this time, the patient¿s cgm was reading 220 mg/dl and her bg meter reading was low, but she could not recall the specific value. Ems was called. Once ems arrived, the patient¿s cgm was still reading 220 mg/dl while the bg meter reading was 10 mg/dl. The patient was treated with dextrose (presumed to be via IV). After treatment, the patient¿s bg meter reading rose to 80 mg/dl. At this time, the patient was able to consume some food, including crackers and cheese. At an unspecified time later, the patient¿s bg meter reading was up to 180 mg/dl while the cgm was still reading 220 mg/dl. Ems did not transfer the patient to the ER, she was treated and recovered while still at the kidney care clinic. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - cyanosis.